Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the rca. The stent dislodged during pulling out of the protective tube.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected instrument was returned with the stent protector applied, covering both stent and balloon. Judging from the x-ray markers the stent is displaced on the balloon by about 6 mm in distal direction. The stent is slightly deformed in its center, i.e. Few struts are mildly bent. The balloon is well folded but contrast medium residue was observed in the inflation lumen which is indicative for the application of negative pressure. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent can be easily shifted beyond the distal x-ray marker and was thus most likely reapplied to the balloon after its dislodgement. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU.